Manufacturer narrative:
Additional information: while removing the stent catheter the wire also pulled back out of the vessel and into the catheter. Patient history of coronary heart disease. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity device. The device was removed from packaging, inspected prior to use and negative prep was performed with no issues noted. The target lesion exhibited 90% stenosis. Lesion pre-dilation was performed. Resistance was encountered advancing the device. It was reported that the device failed to cross and the physician decided to re-position it. As the device was being pulled back from the lesion with normal force, the stent dislodged from the delivery system into the mid septal branch. This location was reported to be moderately calcified and moderately tortuous. A snare was used in an attempt to retrieve the dislodged stent however the attempts were unsuccessful. Radiology x-rayed the patient's chest, brain, lung and kidneys and the stent was found located in the lesser gluteus. The patient is reported to be fine and no further complications were reported.